Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connector during their pd treatment. The patient stated that the patient line was disconnected from the pd catheter when they woke up. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the pin had popped out of the cassette. The pdrn stated that the patient did not complete treatment following the event. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefazolin (intraperitoneal, one day) and kelflex (intraperitoneal, one day). Dennis confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdnr confirmed that the patient was continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.